Manufacturer narrative:
The event occurred in (B)(6) .

Event description:
Caller states that she tested 6.6 inr on the coaguchek xs system and 9.8 inr on a comparison lab. Caller states that she was given vitamin k pills of an unknown dose and also a scheduled blood transfusion. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.